Event description:
The customer stated a vrtx error 002 in task 40 occurred on the axsym analyzer while running an amphetamine assay but the problem was solved. No further information is available. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.